Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: drill bit broke probable root cause: application: use of excessive force. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the drill bit broke when entered into the drill guide prior to drilling into bone. Surgeon began to drill and realized the tip of the bit was broken. Had to be removed from the patient's joint space. Cartilage was damaged while trying to retrieve the broken drill bit tip.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the drill bit broke when entered into the drill guide prior to drilling into bone. Surgeon began to drill and realized the tip of the bit was broken. Had to be removed from the patient's joint space. Cartilage was damaged while trying to retrieve the broken drill bit tip.